Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow up computed tomography (CT) showed a type 3b endoleak. The physician is planning a secondary procedure. The secondary procedure has not been scheduled. The patient is in stable condition.

Manufacturer narrative:
The clinical evaluation showed no evidence of the following reported events: blood loss, death, endoleak 3b and an explant. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. Devices were not returned for evaluation. The root cause is inconclusive, there is not enough information to determine the root cause of the reported events. Potential contributing factors are unknown due to limited medical records and imaging. These types of events will be monitored and trended as part of the quality system.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Upon follow up computed tomography (CT) showed a type 3b endoleak. The physician is planning a secondary procedure. The secondary procedure has not been scheduled. The patient is in stable condition. Additional information: it was reported that the devices were explanted on (B)(6) 2016, and the patient expired, unable to get control of the blood loss.